Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history log confirmed there was no miss setting or other errors related to delivery failure. Functional testing was unable to replicate the reported issue; pump accuracy was within specification. The root cause was undetermined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a dosing error occurred. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.